Event description:
A surgeon reported a pt with an unexpected postoperative refraction following bilateral intraocular lens (iol) implant surgery. In a follow-up, the surgeon reported that an iol piggyback was performed for the right eye and no correction is planned for the left eye. The event has resolved. There are two medical device reports associated with this event. This report is for the left eye.

Manufacturer narrative:
The product was not returned for analysis; the device remains implanted. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. Additional info was requested on 09/16/2009, 09/22/2009, and 09/30/2009 by phone, fax, and mail. A completed questionnaire was received on 10/01/2009. (B) (4). (B) (4). (B) (4).